Event description:
Customer reported that the insulin pump alarmed button error and the act and esc buttons were not responding. Customer stated she wears this insulin pump as a back up when she goes to the beach. She also stated that she changed the reservoir and received al alarm during prime. Last blood glucose value was 90 mg/dl before breakfast. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.